Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) helix disengaged from helical channel; the helix will not extend due to being over retracted; blood was observed in the distal conductor and in/on the helix mechanism; lead damaged at implant; full lead analyzed.

Event description:
It was reported, during the implant procedure, the helix would not extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; the helix will not extend due to being over retracted; blood was observed in the distal conductor and in/on the helix mechanism; lead damaged at implant; tip seal observation; full lead analyzed.